Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is deceased and the cause of death was aspiration secondary to deterioration in health. It was noted that the right ventricular (rv) lead exhibited loss of capture, change in impedance, high thresholds and had dislodged. It was also noted that the lead perforated the heart. The lead was reprogrammed and remains implanted.

Event description:
The patient is deceased and the cause of death was aspiration secondary to deterioration in health. It was noted that the right ventricular (rv) lead exhibited loss of capture, change in impedance, high thresholds and had dislodged. It was also noted that the lead perforated the heart. The lead was reprogrammed and remains implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.